Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two pieces. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray was performed and no anomalies were noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead difficulty was experienced with placement. The lead was repositioned ten times but was eventually able to be successfully implanted. One day post implant loss of capture was observed and it was found the lead had dislodged. An attempted to reposition the lead was made but was unsuccessful. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.